Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted upside down and removed a 12.6mm vicm5 12.6, -3.50 diopter, implantable collamer lens, into the patient's left eye on (B)(6) 2021. There was patient contact (lens touched the eye) with no patient injury. A same size, similar (sphere/cylinder/axis) replacement lens was implanted on (B)(6) 2021. The problem was resolved. Cause of the event is reported as unknown. Reportedly, patient is doing fine and happy.